Event description:
The patient is a middle aged man who underwent a planned procedure involving skin graft and vac dressing change with incision and drainage. During the procedure, a foreign body was discovered and removed from this patient's left upper arm. The foreign body was taken to pathology and confirmed to be remnant of the vac.